Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire on the lower jaw of the vasoview hemopro 2 became dislodged. It came apart when they began to use the device. The device was removed and a replacement device was used to complete the procedure. Nothing fell into the patient. The hospital did not report any patient effects.

Manufacturer narrative:
Visual inspection: evidence of clinical use on jaws. Heater wire severely bent and twisted, distal tip of wire had become separated from hot jaw, proximal end of heater wire remained attached to jaw. No other evidence of physical damage observed. Based on the condition of the device as found, the complaint can be confirmed. The device requires no further mechanical or electrical evaluation. A supplemental report will be submitted when the evaluation is completed in its entirety. A lot history record review was completed for the reported product lot number. There was no nonconformances recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).